Manufacturer narrative:
Due to further review and additional information received please note that this event was reported via medical report device submission in error. Due to internal oversight complaint and MDR was generated on the device which was not launch on the us market at the time. Please disregard this report.

Event description:
As reported: "¿during a cadaver lab on nov 2nd a delta strike broke (23510050) while being used for nail extraction. Extraordinary forces have been used on the strike plate before, since no flexible reamers were available at the start of the lab and the nails have been implanted and extracted with very high force into an unreamed femur. In the following tibia case the strike plate finally failed by a broken welding seam between plate and shaft". It was reported that this was an on-label use of the device, and that it is a prototype not for clinical use. Recall initiated (B)(6)2018.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "¿during a cadaver lab on (B)(6) a delta strike broke (23510050) while being used for nail extraction. Extraordinary forces have been used on the strike plate before, since no flexible reamers were available at the start of the lab and the nails have been implanted and extracted with very high force into an unreamed femur. In the following tibia case the strike plate finally failed by a broken welding seam between plate and shaft". It was reported that this was an on-label use of the device, and that it is a prototype not for clinical use. Recall initiated 11/23/2018.